Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 411 mg/dl. Customer experienced shakiness, shortness of breath and went to the hospital for treatment. Customer declined to troubleshoot for high blood glucose and believed they had elevated blood glucose levels due to their health conditions. Customer was placed on insulin drip while hospitalized.